Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: analysis of the returned product noted blood in the guide wire lumen and contrast on the shaft, which is consistent with handling and a guide wire advanced into the lumen. The tip length met manufacturing criteria. The stent implant was dislodged from the balloon and was returned partially expanded. There were crimp marks visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The balloon had relaxed folds, which likely occurred after the stent dislodged. Since there was no report of any damage to the stent delivery system (sds) or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. It is possible that the stent implant became disrupted on the balloon during the attempt to cross the lesion, such that the stent became loose and dislodged after removal of the sds. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. A review of the electronic lot history record database for the reported lot was performed and did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents for stent retention issues for this lot. There are no lot specific product quality deficiencies. The failure to cross and stent dislodgment appear to be related to operational context. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% inspected for proper stent placement, stent damage, and crimped stent outer diameter and a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that during the procedure in the mid circumflex artery, pre-dilatation was performed. A 3.0 x 18 rx promus stent delivery system was advanced but could not cross the lesion. Upon removal of the stent system, the stent dislodged from the balloon outside of the anatomy. A new unspecified stent system was used successfully to treat the target lesion. Post dilatation was performed and the procedure was complete. There was no adverse patient effect and no significant clinical delay in the procedure. Though requested, no additional information was provided.